Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure for a clot located at the right middle cerebral artery m2 segment with the balloon guide catheter (subject device), the balloon leaked. Consequently, additional magnetic resonance imaging (MRI) were undertaken. The procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that there was small amount of blood on the flow gate hub. The flow gate was wrinkled along its proximal shaft. No other anomalies were observed with the flowgate. The flow gate balloon was examined; there was a hole (puncture) in the balloon. Small amount of blood was found on the balloon. The flow gate distal tip was slightly compressed. During functional testing, attempts were made to inflate the balloon, the balloon could not be inflated. The balloon was leaking due to hole (puncture) in the balloon. Based on the information available from the customer and result of the analysis, the exact cause for the reported event cannot be determined.

Event description:
It was reported that during procedure for a clot located at the right middle cerebral artery m2 segment with the balloon guide catheter (subject device), the balloon leaked. Consequently, additional magnetic resonance imaging (MRI) were undertaken. The procedure was completed successfully without clinical consequences to the patient.